Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04066. It was reported, the patient was not receiving stimulation coverage of her pain pattern. It was reported, the right lead was causing her arm to pulse or draw up, and the left lead provides stimulation from the hand to bicep. The patient was implanted for pain in the neck and shoulders. It was reported reprogramming was unable to resolve the issue. In addition, the patient reported, she had chest pain unrelated to the stimulation. The pain was not near an incision site. The physician planned to explant the scs system at a future date per the patient's request.